Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: there were three electrodes received for three different complaints with no indication which electrode belongs to which complaint. The devices were sent to the supplier for evaluation. The repair report indicates: device 1: the active tip is in a used condition with signs of debris inside the active tip. Ceramic heavily marked. Flow control valve received in the open position. Saline residue in suction tube. Cable and plug are visually undamaged. The device passed the continuity, capacitance and hipot tests. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. All buttons consistently worked except for one ablate button, the operation was found to be intermittent. However, after a few presses the function became consistent and the intermittent operation was unable to be repeated. It should be noted that it is unclear which button initially had the problem from an identification purpose. Removal of the rubber boot to allow inspection of the switches and pcb discovered staining around switch. The flow tests failed. A positive pressure test was performed on the device in an attempt to free the blockage. The device remained blocked following the test. The handle was opened to allow inspection of the valve which was found to be clear with no blockages. A wire was inserted into the suction path to aid location of the blockage. The wire freely moved in the suction path until the distal end of the device was reached. The tip was inspected and tissue debris was visible. Attempts to remove the tissue was unsuccessful and the device remained blocked. Device 2 the active tip is in a used condition with signs of debris inside the active tip. Ceramic slightly marked. Flow control valve received in the closed position. Saline residue in suction tube. Cable and plug are visually undamaged. The device passed the continuity, capacitance and hipot tests. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The flow tests failed. The handle was opened to allow inspection of the valve which was found to be clear with no blockages. The device shaft was cut in half to narrow down the location of the blockage. The blockage was located at the distal end of the device (tip). A positive pressure test was performed on the shaft in an attempt to free the blockage. The blockage was freed and found to be tissue debris. Device 3: the active tip is in a used condition with signs of debris around and inside the active tip. Flow control valve received in the open position. Saline residue in suction tube. Enteral adaptor cut cable and plug are visually undamaged. The device passed the continuity, capacitance and hipot tests. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The flow tests failed. A positive pressure test was performed on the device in an attempt to free the blockage. The device remained blocked following the test. The handle was opened to allow inspection of the valve which was found to be clear with no blockages. A wire was inserted into the suction path to aid location of the blockage. The wire freely moved in the suction path until the distal end of the device was reached. The tip was inspected and tissue debris was visible. Attempts to remove the tissue was unsuccessful and the device remained blocked. Three ts90 devices were returned by the customer; claiming to have experienced suction blockage on all three and also handswitching issue on one device. All three devices were bagged together with no markings to distinguish the devices. The investigations confirmed all three devices were blocked and unable to achieve the flow specifications. The cause of the blockages was found to be tissue debris at the tip area. The investigation also substantiated the customer claim of an issue with the handswitching. Initial testing found that one of the ablate buttons would intermittently work when pressed, however, this fault disappeared after a short period and the button began to consistently function. Inspection of the switch and pcb discovered an unknown staining around switch sw6 it is unclear if this had a factor in the issue. It is uncertain from the customer description if this is the exact problem they noted or whether they experienced a more severe issue of the button sticking on during surgery. Device 1: they were able to confirm the reported suction issue with the returned electrode however no manufacturing defect was found and we have determined the cause of the reported suction blockage to be normal procedural debris within the active tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. One of the ablate buttons was found to work intermittently when pressed confirming the reported the customer reported defect. The failure mode confirmed during testing has been reviewed against the risk analysis documents and the probability frequency is outside of the acceptable limits. From the initial investigation we have determined the likely cause of the defect to be a supplier manufacturing defect relating to the switch pcb assembly. A CAPA investigation (B)(4) has been initiated to investigate this issue further in an effort to determine root cause and identify any potential corrective actions. Devices 2 and 3: they were able to confirm the reported suction issue with the returned electrode however no manufacturing defect was found and we have determined the cause of the reported suction blockage to be normal procedural debris (seen under magnification) within the active tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. The complaint failure mode has been reviewed against the systems risk assessment document 'poor suction flow through device due to tissue blockage' caused by tissue entering the tip and leading to a blockage. They have reviewed our complaints records over the last 12 months to assess the frequency of this defect and our analysis shows that the frequency of this occurrence is as anticipated in risk management. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy/cuff repair, it was observed that a vapr electrode was blocked at the middle/end of the procedure. The surgery was completed with the same electrode but it was very difficult to clearly see. The duration of the delay was less than five minutes. During in-house engineering evaluation, it was determined that the device failed the flow tests. There was a delay in the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.